Event description:
This report from the united states was reported by a healthcare professional via company representative on 29-may-2025 and concerns a 50-year-old female patient who experienced severe angioedema coincident with evolysse smooth. On (B)(6) 2025, the injector administered 0.4 cubic centimeters of smooth in the patient's upper lip. Two hours later, the swelling started and progressively worsened throughout the evening. The patient contacted the healthcare provider at approximately 5:00 p.m. The patient denied any other symptoms other than severe swelling. The healthcare provider prescribed the patient to take benadryl, pepcid, prednisone (40 mg), and claritin. At 2:30 a.m. The patient took prednisone 20 mg and benadryl (1) again. By 8:00 a.m. The following day the patient's symptoms had significantly improved. The healthcare provider will continue to monitor. Medical history included cold sores, hypertension, history of lip filler in 2021 and 2022 and history of rha facial fillers (not lips) six to eight months prior. Concomitant medications included lisinopril/hctz and bupropion. At the time of the report, the outcome of the angioedema was recovering. Company comment: investigation in progress. Database reference number: (B)(4).